Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared and tested with no issue. This was the second sheath opened after visible air was seen in the first sheath. Farawave catheter was inserted and advanced with no issue. When ablation was done, physician exchanged out the catheters for non-boston scientific device and there was visible air inside the sheath. Physician aspirated twice and no more air was seen. He guidewire was retracted back into tip of catheter. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to exclude device problem for the reported clinical observation of visible air/bubbles. Do to the returned condition of the device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis and deformation of the hemostatic valves. During preparation for leak testing, leakage was observed from the hemostatic valves. Inspection of the hemostatic valves did not find any tears that would have compromised the valves' ability to seal pressure and fluid within the sheath. However, due to the deformed hemostatic valves, the cause could not be established for the allegation. Inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device. Risk review: a risk review performed for the faradrive device confirmed that the event of inadequate valve seal is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information "unable to exclude device problem" conclusion code was selected for the allegation of "visible air/bubbles" as analysis of the returned device could not be properly leak tested due to the deformation of the hemostatic valves.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared and tested with no issue. This was the second sheath opened after visible air was seen in the first sheath. Farawave catheter was inserted and advanced with no issue. When ablation was done, physician exchanged out the catheters for non-boston scientific device and there was visible air inside the sheath. Physician aspirated twice and no more air was seen. The guidewire was retracted back into tip of catheter. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned.